Manufacturer narrative:
Product complaint # (B)(4). Lot ml19024123 was reviewed (in process sn 23). There were no problems during the manufacturing and testing of this lot. Data evaluation summary: call home was reviewed. A pr15, (B)(6), was connected to channel 3 and tested successfully. An ablation was set to 5:00, 65w. After 1:15, there was a reflected power error. The user restarted the ablation 5 more times and reflected power errors were issued immediately. The probe was moved to channel 2 and the test failed twice with reflected power errors. The probe was moved to channel 1 then 3, and failed the test with more reflected power errors. A new probe, (B)(6), was connected to channel 1, and tested successfully. This probe was disconnected and this marked the end of the case. Reflected power errors were verified in call home. No device will be returning to neuwave for further investigation. The root cause is unknown.

Manufacturer narrative:
(B)(4). The lot was not provided; therefore, a manufacturing record evaluation could not be performed. Additional information received: the rep informed me that she was asked to attend a case today during the case post placement and probe they activated our burn process and 1 minute in they got an error code, rep try to address it but it would not resolve she quickly call our hotline and spoke to a nurse and technician and technician stated based on error code it was a malfunctioned probe and to remove and open a new probe. They did just that but when place the new probe the customer has a complication and they had to abort the procedure. The patient remained in the hospital over night due to this complication. The distance between pleura and edge of lesion was 4cm. The physician estimated a total of 3:00 required for an ablation. After the reflected power error was issued, the physician tried to move the probe in case an air pocket was present. After a few more reflected power errors, the physician moved the probe to channel 2 then channel 1. Reflected power errors were seen on tests on these channels as well. The probe was removed from the patient and a scan was completed before a second probe was fully advanced. The scans showed a pneumo. Second probe was removed and a chest tube was put in. Additional information provided on cross-functional call: the sales rep stated that the procedure was a lung ablation of the upper left lobe. The patient had one small lesion about 4 centimeters deep. At approximately 01:15 into the ablation, a reflected power error occurred. The sales rep instructed on troubleshooting steps including trying to ablate again, advancing and retracting the probe, retesting the probe, and changing to different channels ¿ all of which resulted in reflected power errors being displayed. The sales rep called and spoke with an ethicon biomed who provided additional troubleshooting support and advised to try removing and replacing the probe. Sometime after removing the first probe and inserting a new probe, the patient was CT scanned to ensure they were still in the right spot. The physician noted an air pocket and used a syringe to suck out the air. When the second probe was advanced in the lung, the whole lung collapsed and the procedure had to be aborted. It was unknown when exactly the pneumothorax started; when removing the first probe or inserting the second probe. Additional information was requested and the following was obtained: disease state of the lung: healthy, no evidence of emphysema size of lesion: 10 mm when did the pneumothorax start: while removing first probe depth of first probe into the lung: 32 mm pleura to lesion was second probe inserted into lung? No, pneumothorax already present did second probe contribute to pneumothorax? No is another ablation planned? Yes, patient wants to move forward with ablation. It was not started whether it would be with our machine or competitor current status of patient: doing well. CT image evaluation summary: CT images were reviewed by ethicon medical safety officer. Per imaging warning: not for diagnostic use, I will not provide my assessment of the images. What I can say is that there is a presence of air within the pleural space in one of the chest CT images, likely represent pneumothorax. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during an ablation, the doctor placed the neuwave probe in the lung in the tumor, set for five minutes, started the burn and a minute and a half into the ablation, the unit gave a reflective power error. Clinical application specialist switched channels to help troubleshoot but switching channels would cause probe to be tested, again. The system tested the probe, twice, and gave reflective power error. Troubleshooting with csc biomed indicated probe was defective. While removing and placing a new probe, pneumothorax was induced. The pneumo was too big to proceed with the procedure, a chest tube was placed in the patient and the procedure was aborted.